Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. (B)(4).

Event description:
A clinical coordinator reported poor ultrasound power and poor vacuum during a cataract with intraocular lens implant procedure. Following a 20 minute delay, the procedure was completed with no impact to the patient.